Event description:
Medtronic received a report that a solitaire fr stent encountered resistance at distal section of the catheter. The patient was undergoing surgery for treatment of an ischemic cerebral infarction located at the middle cerebral artery (mca). It was noted the patient's blood vessel tortuosity was strong. The mrs preoperatively was 4 and post op was 1. The tici score pre-operative was 2 and post operative was 2b. The patient was not treated with tissue plasminogen activator (tpa). There were 0 passes with the solitaire device. Stroke onset to reperfusion time was 7 hours. It was reported that during the surgery at delivery, the solitaire fr stent was stuck inside the microcatheter and did not operate, so it was collected for each microcatheter. The catheter was stuck distally. Once again, the thrombus could be recovered with non-medtronic devices. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a radi focal introducer sheath 8 fr, 8fr optimo guiding catheter, track21 microcatheter, radi focal guidewire 0.0035 in, synchro select standard 0.014 micro guide guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.